Manufacturer narrative:
(B)(4). The patient stated that the sling has strangled her urethra and has eroded it. Part of the sling has been removed. (B)(4).

Manufacturer narrative:
(B)(4). The patient was diagnosed with a tape erosion into the urethra by cystoscopy. A urologist removed a 3cm portion of the tape and reconstructed the urethra.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial sling procedure on (B)(6) 2003. The surgeon reported that there were no intra-operative or immediate postoperative complications. The surgeon opines that an erosion of the urethra is likely to be a late complication not related to the initial surgery. As the patient did not have any postoperative voiding problems, it is unlikely that the tape was too tight.

Event description:
It was reported that a patient underwent a sling procedure approximately eight years ago. Within the past twelve months, the patient has experienced recurrent urinary tract infections and hematuria. Patient was referred to urologist who is planning an extensive surgery as the patient has an erosion.